Event description:
It was reported that the user did not wear the ilet pump during the day while charging it and subsequently recorded a fingerstick blood glucose of 503 mg/dl after reconnecting about an hour prior to calling. Troubleshooting and education were provided regarding allowing the pump to deliver correction doses and confirming a downward trend with fingerstick testing. Symptoms included hyperglycemia. Outcomes included no hospitalization and user-managed care with corrections guided by the pump and fingerstick monitoring. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user management of therapy interruption resulting in high glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user did not follow instructions regarding continuous use leading to hyperglycemia.